Event description:
Additional information received indicated the event occurred following implant. The device was explanted and replaced during an additional surgery.

Event description:
Additional information received indicated that this event occurred during the implant procedure, and it did not require an additional surgery to explant the right ventricular lead and device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) channel. The rv lead and device were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise resulting in oversensing and no pacing were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal and field conditions indicated normal functionality. Furthermore, evaluation of the output parameters under field settings revealed normal pacing with all parameters within normal range. Additionally, sensitivity test performed at most sensitive settings detected no anomaly. Further visual inspection of the header and connector revealed no contamination or foreign material that could contribute to the reported event. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.